Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter displayed a significant amount of ECG waveform artifacts/noise. The patient was moved onto another unit, which resolved the issue. The bme was able to duplicate the issue in his biomed shop with his simulator and using a brand-new set of leads. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter displayed a significant amount of ECG waveform artifacts/noise. No patient harm was reported.